Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned distal femoral augment and screw identified that the threads on the screw were stripped. The distal augment appeared to be undamaged and in like new condition. Review of the device history records for the augment and augment screw subcomponent lots identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the augment. Reported information indicates that another augment of the same size was implanted. It is unknown if any other augments were used with this distal augment. The lcck surgical technique indicates that when attaching femoral augments, the order in which they are positioned is important. The distal femoral augments must be positioned first, followed by the posterior femoral augments, and then the anterior femoral augment. The technique also indicates that the augment starter screwdriver can be used to assist in "starting" the screws through the augments into the femoral component. Final tightening of the attachment screw must be done with the 3.5mm hex-head screwdriver. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the implant's screw was bigger than the hole of the implant. Another implant was used in its place.